Event description:
A customer reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after following these steps, the error did not reappear. The customer was advised to wait 20 minutes before starting the sensor session, which they understood and acknowledged.